Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut in the cord exposing the wires, a loose nose pin and a frayed safety cable. It was further observed that the cutter device came out during temperature testing. Therefore, the reported condition was confirmed. It was determined that the tear in the cord and frayed safety cable were from allowing the cord to come in contact with a sharp object. It was determined that the nose tube pin was loose because of loctite deterioration. It was determined that the cutter fell out due to a worn locking mechanism. It was determined that the device showed signs of damage caused by the sterilization process / immersion during cleaning which was failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the motor device was not spinning while in use with the attachment device. According to the report, the attachment device stopped when it hit resistance and overheated while in use with the motor device. It was further reported that the motor device was used with another attachment device; and yielded the same result. There was a 20 minute delay in the surgical procedure. The same device was used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.